Manufacturer narrative:
The device has not been returned to the MFR to date. At this time, it is unknown who detected the blood on the camera initially and what his/her qualifications are in making that assessment. Add'l info will be provided after the investigation is complete.

Event description:
A loaner camera head was perceived by the customer to be contaminated with blood upon receipt. The customer washed and decontaminated the loaner camera head.